Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) managed ventricular pacing (mvp) mode had a dropped ventricular pace followed by an atrial sense and ventricular sense. The short long short pattern seen in mvp mode caused the patient¿s intrinsic rhythm to go into ventricular tachycardia (vt) resulting in vt shock therapy. The device remains in use. No further patient complications have been reported as a result of this event.